Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any pt involvement, adverse pt events or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device responded intermittently when pressed. The touchscreen keys would randomly get stuck and become unresponsive during the performance verification touchscreen test. Further testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the unresponsive touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.